Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A high drain error 104 (night drain #4) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 07:53:57. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The reported difficulty of high drain volume error 104 (iipv-adult) was confirmed through event history log review. The assignable cause cannot be determined since there is no therapy or event log for this event. If any additional information is received, a follow-up will be sent